Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. The reported torn suture was confirmed based on the returned suture condition. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to split/torn suture include, but are not limited to, an interaction of the device with patient anatomy where the suture got pushed over the posterior side of the guide tube edge as it tract during deployment or suture snag during knot advancement or harvest. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. The reported torn suture was confirmed based on the returned suture condition. Four sterile/unused devices were returned. Testing was performed on the unused/sterile units which found no abnormalities. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to split/torn suture include, but are not limited to, an interaction of the device with patient anatomy where the suture got pushed over the posterior side of the guide tube edge as it tract during deployment or suture snag during knot advancement or harvest. Manufacturing engineering reviewed the noted observations from the test plan results and concluded the noted frays are the result of mechanical damage and are considered typical and are acceptable. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a bilateral closure of a left and right common femoral artery using the post close and pre-close technique prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly with four prostyle devices, the distal end of the blue suture was noticed to be frayed during knot advancement. The fraying did not impact the use of the device. Hemostasis was achieved using the same four devices. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are being filed under separate medwatch report numbers.